Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('device migration') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2012. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a previous pregnancy episode with essure in (B)(6) 2012 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2013: results: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('device migration') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2012. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6). The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a previous pregnancy episode with essure in (B)(6) 2012 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2013: results: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: the case upgraded to incident. Event perforation and device migration added. Pregnancy event downgraded from serious incident to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.